Event description:
It was reported that the patient had hematoma that turned into a pocket infection after implantable cardioverter defibrillator upgrade on (B)(6) 2018. System was explanted. The patient was stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.